Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced severe pain while using the spinalpak assembly. The patient is wearing the device on her lumbar spine. The patient reported that she just had surgery and her doctor informed her that the surgery can cause pain. The patient described the pain as below and on the surface of her skin. The patient stated that she had to stop using the device due to the pain. The patient's doctor advised the patient to gradually start using the device again. The patient reported that she believes the pain is not related to the device. It was reported that the patient has a lot of other health issues going on. The patient is still using the spinalpak. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: seaspine regatta cage, 55 x 18 x 10 mm; medical product: spineology duo 55 x 12; medical product: pedicle screws 6.5 x 40 mm; medical product: two 80 mm rods. Therapy date: (B)(6) 2020 . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced severe pain while using the spinalpak assembly. The patient is wearing the device on her lumbar spine. The patient reported that she just had surgery and her doctor informed her that the surgery can cause pain. The patient described the pain as below and on the surface of her skin. The patient stated that she had to stop using the device due to the pain. The patient's doctor advised the patient to gradually start using the device again. The patient reported that she believes the pain is not related to the device. It was reported that the patient has a lot of other health issues going on. The patient is still using the spinalpak. It was reported that no further information is available.